Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had been in the hospital and didn't remember how to use their device. There were no device issues or further complications reported or anticipated.